Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.